Event description:
The reporter stated the surgeon used a cq2015a collamer aspheric three piece lens. The surgeon was advancing the lens in the injector when he noticed the haptic had bent. The tip of the cartridge came in contact with the pt but the lens was not inserted into the eye. No pt injury. Off-label use of the injection system with this model lens.

Manufacturer narrative:
(B) (4). (B) (4).